Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped working 2 days after setting it up. The bme stated that it shut down on its own and is showing a red status light on the front of the tower. When the bme tried to boot it up, it shows the bios screen for a split second showing the mega trends logo and then it turns itself off. The bme said the fans also speed up really fast and it sounds very loud, did not occur while monitoring any patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped working 2 days after setting it up. The bme stated that it shut down on its own and is showing a red status light on the front of the tower. When the bme tried to boot it up, it shows the bios screen for a split second showing the mega trends logo and then it turns itself off. The bme said the fans also speed up really fast and it sounds very loud, did not occur while monitoring any patients. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. Reply was received and customer could not provide the above information.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) stopped working 2 days after setting it up. The bme stated that it shut down on its own and is showing a red status light on the front of the tower. When the bme tried to boot it up, it shows the bios screen for a split second showing the mega trends logo and then it turns itself off. The bme said the fans also speed up really fast and it sounds very loud, did not occur while monitoring any patients. No patient harm was reported. Service performed: nihon kohden repair center (nkrc) evaluated the device and was able to duplicate and confirm the reported issues, and determined the cause was due to a failing motherboard pcb, which needed replacement to resolve the issue. The customer was already provided with a replacement device to resolve their reported issue. Investigation summary: nihon kohden technician was able to confirm the reported issue were due to defective/damaged motherboard pcb, due to either physical damage and/or wear and tear from normal use. To resolve the issue, we provided the customer with a replacement. A review of historical data indicates the device, (pu-681ra, serial number (B)(6)), indicates there was (1) one complaint for this device, found that occurred at this facility in the past (3) three years. Based on review of complaint history for this device, at this facility, these issues are isolate incidents and have been resolved. A significant trend, that would warrant any further corrective action has not been identified. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped working 2 days after setting it up. The bme stated that it shut down on its own and is showing a red status light on the front of the tower. When the bme tried to boot it up, it shows the bios screen for a split second showing the mega trends logo and then it turns itself off. The bme said the fans also speed up really fast and it sounds very loud, did not occur while monitoring any patients. No patient harm was reported.